Manufacturer narrative:
Event description updated.

Event description:
On (B)(6) 2010, a 25 mm trifecta valve was implanted within a patient with severe aortic regurgitation. On (B)(6) 2017, non-structural dysfunction (severe aortic insufficiency, aortic regurgitation) was noted on the 7-year-old valve which required a valve-in-valve with a 26 mm corevalve evolut-r valve the same day. The post-implant echo showed that the valve had good outcome and no aortic regurgitation, although the patient developed av block which required the implantation of a permanent vvi pacemaker on (B)(6) 2017. Currently, the patient is on functional grade ii, and the last echo showed a mild mitral insufficiency that is being monitored. (Clinical study patient ID: (B)(6).

Manufacturer narrative:
The reported event of non-structural dysfunction (severe aortic insufficiency) could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2010, a 25 mm trifecta valve was implanted. On (B)(6) 2017, non-structural dysfunction (severe aortic insufficiency) was noted which required a valve-in-valve with a 26 mm corevalve evolut-r valve the same day. The post-implant echo showed that the valve was working fine, although the patient developed av block which required the implantation of a permanent vvi pacemaker on (B)(6) 2017. Currently, the patient is on functional grade ii, and the last echo showed a mild mitral insufficiency that is being monitored. (Clinical study patient ID: (B)(6)).